Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was damaged/detached. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing found a defective upstream occlusion (uso) sensor. The uso sensor and dso seal were replaced.

Event description:
It was reported that the pump has an issue with the occlusion sensor. There was unknown patient involvement. No patient harm/adverse event was reported.